Manufacturer narrative:
Additional information : the suspected lot# r19a19064 was manufactured on january 21, 2019 the suspected lot# r18k24081 was manufactured on november 26, 2019. The device was received for evaluation. The returned sample was received contaminated with blood. A visual inspection was performed, and it was noted that the tubing was separated from the male luer. By the nature of the sample (blood contamination), no additional tests were performed. The reported condition was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number: the customer reported two potentially associated lot numbers, r19a19064 and r18k24081. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink component of a clearlink extension set detached from the tubing during infusion, leading to a blood leak. The clearlink component remained connected to the patient. The volume of blood loss was not reported. There was no patient injury or medical intervention associated with this event. No additional information is available.